Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent a drg trial procedure and when the physician was placing the second trial lead a cerebrospinal fluid (csf) leak occurred. Following the procedure the patient experienced a headache and was prescribed medication. The issue has since resolved.